Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye as the surgeon's iol master directed him to select the suspect lens which over corrected the cylinder and gave almost 2 diopters in the opposite meridian. The replacement lens had a different cylinder and spherical diopter. No further information available.